Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review and device history record (DHR) review could not be completed because the product catalog number and lot number are unobtainable. Conclusion: the actual sample was not received for evaluation. The DHR was not completed because unknown product identifiers. The investigator's assessment of the event to the study device or procedure is unknown. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during a reintervention procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left popliteal artery. Approximately 5 months after the reintervention procedure, the patient¿s left popliteal vasculature was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator's assessment of the event to the study device or procedure is unknown. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Event description:
It was reported through a clinical registry that during a reintervention procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left popliteal artery. Approximately 5 months after the reintervention procedure, the patient¿s left popliteal vasculature was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator's assessment of the event to the study device or procedure is unknown. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: d.4 the UDI no. Was populated with (B)(4). H.6 the eval & desc result code "213" was added. Corrected data: g.1 the MDR contact person and email address was changed from (B)(4) to (B)(4). G.2 the MDR contact person phone number was changed from (B)(4) to (B)(4). H.6 the eval & desc method code "3263" was changed to "4115," the eval & desc conclusion code "92" was changed to "4310." H3 analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review and device history record (DHR) review could not be completed because the product catalog number and lot number are unobtainable. Conclusion: the actual sample was not returned for evaluation. The DHR was not completed because unknown product identifiers. The investigator's assessment of the event to the study device or procedure is unknown. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.